Event description:
There was a failure of the ta30 to staple the rectum. The surgeon claimed that no staples had fired. The level of transection was very low and was therefore unable to apply another ta, so, with difficulty, a hand-sewn purse-string was tied. The pt remained on the operating table much longer than anticipated. The pt sustained fascitis of the legs and had to be taken back to the operating room the following day. The surgeon stated the pt may have needed part of the legs/fet amputated. However, to date, the pt's condition has not been clarified by the facility.